Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there is a malfunction in the x ray. The issue is resolved by customer itself. No service has been performed by philips since service has not been provided and the case has been cancelled by the customer. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray arm would not move. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.